Event description:
A malfunction alarm was reported with a malf 8 code, indicating an issue with a pump. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump. The customer was instructed to return the problematic pump using a pre-paid label and was guided on how to put the pump into storage mode. The customer would use multiple daily injections (mdi) as a backup therapy to ensure ongoing insulin delivery while a replacement was arranged.